Event description:
The product was investigated under complaint# (B)(4) and an additional failure was found as follows: "blue piece of plastic were detected in the oxygenator". This additional complaint was opened in order to cover this failure. Ref.#: (B)(4).

Manufacturer narrative:
During investigation of a complaint, an additional malfunction was found. This additional complaint was opened in order to cover the failure. Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. Most probable root cause is that the blue pieces come from the connected reservoir (welding points). Due to this no further action will be completed at this time. This data is being handled through a designated maquet cardiopulmonary tracking and trending process. Abbreviation nc: nonconformance. Additional info: the product mentioned is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k): k102919.